Event description:
It was reported that the patient was admitted to the hospital due to pain around their device pocket and fever. It was further reported that the patient had a pocket infection and the right atrial lead had eroded. The device and atrial lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Concomitant medical products: competitor implantable pacing leads x 2: (B)(6) 2008; 5076-58 implantable pacing lead: (B)(6) 2013. (B)(4).